Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device has gone to eri and rv lead has been "showing signs of inner insulations failure". Pacing thresholds have increased and sensing has decreased. Per diq, the rv lead and device were replaced on (B)(6) 2010. The device was removed and the rv lead was labled as "inactive". No patient complications have been reported as a result of this event.